Manufacturer narrative:
Method of evaluation: manufacturing review, actual device not evaluated. Results of evaluation: no failure detected. The internal investigation into complaint related device included the following: -the suture retention and tensile test results for the lot were within specification. The product met acceptance criteria for qc release including mechanical testing. -there were no non conformances observed during batch record review related to the event reported. - the distribution history records for reported lot revealed that all 172 devices released to finished goods for lot sp100221 have been distributed. - as per query of complaint management database, no other complaints have been reported to lifecell for lot sp100221. Conclusion: no failure detected: device operated within specification, device not returned. Based on internal investigation into the reported lot (no complaints reported against the complaint related the lot and lot meeting release criteria for suture retention/tensile testing) the event is highly unlikely related to the strattice .

Event description:
It was reported that a male patient had ab wash out, bowel anastomosis and ab closure with strattice on (B)(6) 2015. Two days later, on (B)(6) 2015, when wound vac was being changed it was noticed that bowel was exposed and strattice was torn. Strattice was explanted.